Event description:
It was reported that the device was having programming difficulties, and would not pace. The device is pending replacement. No patient complications have been reported as a result of this event. The device was removed.

Event description:
It was reported that the device was having programming difficulties, and would not pace. The device is pending replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the exact cause of the confirmed anomalies could not be confirmed. The condition disappeared during analysis. Preliminary analysis revealed power on reset output pacing parameters and incorrect serial number. The save-to-disk analysis revealed possible corrupted memory. This includes the serial number, pacing parameters, instruction stack and timers.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.